Event description:
Hospital personnel responded to a pt described as in full cardiac arrest. According to the reporter, the device charged but would not transfer energy to pt. A backup defibrillator was called but not used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator.

Manufacturer narrative:
The hospital biomedical department has evaluated the device and observed proper operation. In an evaluation of the device by physio-control, a complete functional test was performed and no discrepancies were observed related to the alleged malfunction. The device was returned to the customer for use.